Event description:
A malfunction was reported on the pump with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred. The caller acknowledged and understood the instructions given.